Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure during the first week of (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for gastric outlet obstruction within the duodenum. The endoscope was noted to be in a tortuous position. During the procedure, resistance was encountered when the physician attempted to deploy the stent. When the stent was deployed by approximately 25%, the distal handle detached from the outer sheath. The stent was not reconstrained and was removed from the patient partially deployed. The procedure was completed with another wallflex duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be in her (B)(6). Although the exact event date was not provided, the procedure was reported to have taken place during the first week of (B)(6) 2012. The reported event of stent deployment issue (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.